Manufacturer narrative:
The customer's reported complaint of the thermogard console displayed tcmid:02 (cooling engine danfoss error) was confirmed during functional testing and archive review. The burnt wire harness connector of the cooling engine wire was replaced in order to remedy the reported complaint. The wear and tear can be likely attributed to the root cause based on the console's age. The thermogard ivtm console was manufactured in january 2011 and it is 8 years old, well past beyond its serviceable life of 5 years. During functional testing, error message tcmid:02 was noted, thus confirming the reported complaint. A review of the event log was performed and found tcmid:02 error to have occurred on the reported event date. A visual inspection was performed and noted a corroded pump rotor, unrelated to the reported complaint. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard console serial number (B)(4).

Event description:
During intravascular temperature management (ivtm) therapy, the customer reported that the thermogard xp system (sn (B)(4)) prompted tcmid:02 (ce danfoss error) message. Patient ivtm therapy continued using another thermogard xp system. No known impact or consequence to patient information was provided.